Manufacturer narrative:
Event site name: (B)(6). Event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) screen was not visible. There was no patient involvement reported.